Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing from the conductor wire, and the instrument passed an electrical continuity test. This failure is most commonly caused by mishandling/misuse, such as collision of the instrument. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.022¿ ¿ 0.149¿ in length, and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0515. The instrument had 5 uses remaining. A review of the images provided by the customer confirms that there was damage to the conductor wire's insulation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during central processing, the insulation of the conductor wire of the maryland bipolar forceps was found to be defective. This was detected with a digital microscope. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8/25/2020, and obtained the following additional information: the procedure was not recorded on video, however, the customer was able to provide digital microscopy picture of the instrument. The customer performed an external visual inspection of the instrument prior to use. The customer stated there was likely to be an instrument collision during surgery. There was no arcing observed. The customer could not provide patient demographics, relevant tests, and relevant patient history.